Event description:
It was reported that the patient presented with a fractured right medial tibial plateau approximately eight weeks post-implantation following an uncemented medial unicompartmental knee arthroplasty. The patient had not undergone a revision at the time of this report. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 166575, oxf uni cmntls tib sz c rm, lot: 67183086. Unknown oxford femoral, lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.